Event description:
Customer reported, the system is displaying a communication error during cases. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface board.